Event description:
Hole that is forming in jaw/chin bone respiration [bone lesion] rha4 in chin and jaw [off label use]. Case narrative: united states report received from a physician on 16-jul-2025 and refers to a caucasian 40-year-old female patient who had received rha 4 on unknown date in (B)(6) 2025 for unknown indication. The patient's past cosmetic procedures included 1 syringe of restylane defyne (hyaluronic acid, lidocaine hydrochloride) and 1 syringe of juvederm voluma (hyaluronic acid) on an unknown injection site administered on an unknown date in 2021, 1 syringe of rha4 administered on an unknown injection site on an unknown date in 2022, 1 syringe of rha4 in an unknown injection site on an unknown date in 2023, and 1 syringe of rha4 administered on an unknown date in 2024, all for unknown indications. 1 syringe of rha 4 was applied on chin and jaw via needle technique. It was not reported if cannula was used for the administration. Lot: not provided and expiry date: not provided. On an unknown date in 2025, the patient experienced hole that was forming in jaw. The treatment for the event was not provided. On an unknown date in (B)(6) 2025, the patient underwent 3d imaging, which revealed a hole forming in the jaw. The patient then consulted another doctor, who considered ordering a magnetic resonance imaging (MRI) scan to confirm the findings. The MRI of the face with and without contrast showed focal thinning of the right parasymphyseal mandible with stir hyperintense material in the adjacent pre-mental soft tissues likely representing cosmetic filler. MRI physician recommended correlation with history of injection at this site. No underlying osseous or soft tissue mass. At the time of report, outcome of the event bone lesion was considered as unknown. The intensity of the event bone lesion was not reported. It was unknown if the product was available for return. Pictures of the patient's jaw from 3d imaging were provided. Causality assessment between event bone lesion and rha4 was not provided. Another doctor suspected that the condition might be related to an injected filler. Health effect: clinical code: e2402, appropriate term / code not available. Health effect: device code: a2304, off label use. Follow-up information received from a physician via company representative on (B)(6) 2025, included: event llt updated (from injection site deformation to bone lesion), event verbatim updated (from hole that is forming in jaw to hole that is forming in jaw/chin bone respiration), diagnostic test details (3d imaging), event seriousness updated (from non-serious to medically significant). Narrative updated accordingly. Follow-up information received from a physician via company representative on (B)(6) 2025, included: patient demographics updated and MRI results added. Narrative updated accordingly. Company comment: a causal relationship between rha4 and reported bone lesion is assessed as possible based on compatible temporal relationship and localization, as well as lack of alternative etiologies that can be identified based on the information reported. Limited information was provided on sterilization practice, depth of injection administration, technique, post-injection care and other patient factors such as medical conditions that could have contributed to the event. The company will continue monitoring the benefit-risk profile for the product.

Event description:
Hole that is forming in jaw/chin bone respiration [bone lesion]. Rha4 in chin and jaw [off label use]. Case narrative: united states report received from a physician on (B)(6) 2025 and refers to a caucasian 40-year-old female patient who had received rha 4 on unknown date in (B)(6) 2025 for unknown indication. The patient's past cosmetic procedures included 1 syringe of restylane defyne (hyaluronic acid, lidocaine hydrochloride) and 1 syringe of juvederm voluma (hyaluronic acid) on an unknown injection site administered on an unknown date in 2021, 1 syringe of rha4 administered on an unknown injection site on an unknown date in 2022, 1 syringe of rha4 in an unknown injection site on an unknown date in 2023, and 1 syringe of rha4 administered on an unknown date in 2024, all for unknown indications. 1 syringe of rha 4 was applied on chin and jaw via needle technique. It was not reported if cannula was used for the administration. Lot: not provided and expiry date: not provided. On an unknown date in 2025, the patient experienced hole that was forming in jaw. The treatment for the event was not provided. On an unknown date in (B)(6) 2025, the patient underwent 3d imaging, which revealed a hole forming in the jaw. The patient then consulted another doctor, who considered ordering a magnetic resonance imaging (MRI) scan to confirm the findings. At the time of report, outcome of the event bone lesion was considered as unknown. The intensity of the event bone lesion was not reported. It was unknown if the product was available for return. Pictures of the patient's jaw from 3d imaging were provided. Causality assessment between event bone lesion and rha4 was not provided. Another doctor suspected that the condition might be related to an injected filler. Health effect: clinical code: e2402, appropriate term / code not available. Health effect: device code: a2304, off label use. Follow-up information received from a physician via company representative on (B)(6) 2025, included: event llt updated (from injection site deformation to bone lesion), event verbatim updated (from hole that is forming in jaw to hole that is forming in jaw/chin bone respiration), diagnostic test details (3d imaging), event seriousness updated (from non-serious to medically significant). Narrative updated accordingly. Company comment: a causal relationship between rha4 and reported bone lesion is assessed as possible based on compatible temporal relationship and localization, as well as lack of alternative etiologies that can be identified based on the information reported. Limited information was provided on sterilization practice, depth of injection administration, technique, post-injection care and other patient factors such as medical conditions that could have contributed to the event. The company will continue monitoring the benefit-risk profile for the product.